Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insert battery alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, replace battery alert, or replace battery now alarm noted in the device trace download. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, stained serial number label, pillowing keypad overlay and cracked retainer. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were admitted in the hospital on (B)(6) 2019 due to diabetic ketoacidosis with a high blood glucose level of 400 mg/dl. The customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that they were treated with insulin drips and intravenous fluids at the hospital. The customer reported that they experienced nausea as a symptom of high blood glucose levels. The customer also reported that the insulin pump had multiple power loss alarms on the insulin pump. They stated that they were able to clear the alarm and rewind the insulin pump. Troubleshooting was performed and the insulin pump did not alarm again. The customer declined troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.